Event description:
Literature: huff w, lenartz d, schormann m, et al. Unilateral deep brain stimulation of the nucleus accumbens in patients with treatment-resistant obsessive-compulsive disorder: outcomes after one year. Clin neurol neurosurg. 2010;112(2):137-143. Summary: the objective of this study was to investigate the effects of unilateral deep brain stimulation (dbs) in the right nucleus accumbens in patients with treatment-resistant severe obsessive-compulsive disorder (ocd). Reported event: one patient developed suicidal thoughts after 6 months, so she was admitted to the hospital. The treating physicians were aware of these tendencies during her medical history before implantation, but they had not occurred in the two years prior to implantation. The patient's medications were modified, and she was discharged. Suicidal thoughts did not re-occur.

Manufacturer narrative:
(B) (4). Suicidal ideation. (B) (4).